Event description:
It was reported that a suspected insulation break close to the bifurcation of the lead was observed. Electrical measurements were normal. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.